Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the severely calcified right coronary artery (rca). The lesion was predilated multiple times with an unknown size balloon. The physician attempted to place an unknown size taxus express2 drug eluting stent, but was unable to cross the lesion. When withdrawing the stent delivery system (sds), the guide catheter and sds moved and the stent was stripped off of the balloon. The stent was located in the right renal artery and was snared successfully. Patient status reported as "fine".